Manufacturer narrative:
Intermittent act button noted due to flattened dome switch. The insulin pump had battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button did not feel right when it was pressed. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.